Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump had damaged at reservoir compartment. Customer¿s blood glucose level was 8.2 mmol/l. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.